Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 383 mg/dl and blood glucose was 367 mg/dl. Customer also indicated that his blood glucose was recently 500 to 600 mg/dl. Troubleshooting advised customer on how to properly calibrate and how to read sensor glucose and blood glucose. Customer did not require further assistance but was advised to monitor pump and to follow up if any further questions.